Event description:
Sales rep reported on (B)(6) 2025 that they had a dvtx-8/110 ao np break during a distal radius case. It was reported that the driver snapped off at the tip while locking the threaded peg into the bearing, leaving the driver tip stuck in the head of the screw unable to be removed. The surgeon tried everything to get the driver piece out of the screw, but nothing worked so we had to leave it insitu. It was reported that this caused about a 10-15-minute delay in surgery and the patient impact is unknown but the broken piece does not seem to have any sharp edges and is flush with the plate. No pictures were provided but the remainder of the device is available to be returned.